Event description:
It was reported that the patient presented in clinic for a follow up with a pulse generator that exhibited overestimation of battery longevity. No interventions was made or recommended. There were no patient consequences.